Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately ten days post implant, the patient experienced a pocket infection. Cultures were taken and both the single chamber implantable pulse generator (ipg) and the right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.